Manufacturer narrative:
(B)(4).

Event description:
Procedure type: left hepatectomy. According to the reporter: after 2 hours the balloon burst with a very loud noise. No ill effect to the patient, as the balloon didn't break in pieces, but rather a split. The surgeon removed the trocar and used a second one. No ill effect to the patient.